Event description:
Ous MDR - after an implantation period of approx. 85 months oversensing was reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 22.5 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were returned for analysis. In between a 1.5 cm segment of the lead body was missing. The visual inspection revealed multiple abrasion marks along the lead body. Particularly 8.5 cm proximal to the lead tip the insulation was circumferentially rubbed through. This damage can be considered as the root cause of the observed noise. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve and interaction with modified tissue should be taken into account. Moving diagnostic images of the lead in the implanted state were not available for clarification. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.